Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath contact force ablation catheter, sensor enabled instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The cause of the reported av block may have been procedure related.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Two days following a left ventricular tachycardia ablation procedure, the patient was noted to have a 2nd degree atrioventricular (av) block. No intervention has been deemed necessary at this time, but the patient has remained in av block with a ventricular escape rhythm at 60 beats per minute. There were no performance issues with any abbott device.